Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, g4 combination product, h11: the device was received for evaluation. During evaluation, the reported problem of 'improper shutdown' was not reproduced. A review of the event history log (ehl) revealed 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.